Event description:
Concluding remarks from the facility indicated that the area was healing well.

Event description:
A pentax manufacturer's representative visiting hospital was in the vicinity of a system 1 processor while hospital staff was removing an endoscope from one of the unit's system 1 processors. It was reported that the pentax representative got some steris 20 sterilant concentrate use dilution on her forearm. The manufacturer''s representative noticed burning and tingling on a 3 cm x 5 cm area on her arm. The arm was flushed under cold water for 20 minutes and then was examined by doctor, who placed a flamazine dressing over the affected area, which showed superficial blistering and redness.

Manufacturer narrative:
The clinical specialist visited the hospital and found that the system 1 processors at the site were in good condition, and working properly. Neither the hospital staff nor the MFR's representative was certain how the steris 20 exposure occurred. The steris clinical specialist recommended to the hospital that only trained operators should use the facility's system 1 processors. Steris' medical device reporting process in place in 2006.